Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. There was no reported impact to the customer's blood glucose level. Customer's device was not replaced due to it being out of warranty. Further information regarding the customer or event was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.